Event description:
It was reported the patient's emergency backup battery (ebb) was exchanged due to routine replacement. The emergency backup battery was noted to have sticky green discharge on the ribbon cable near the ribbon cable near the battery connector pins. A system controller exchange was performed. There were no signs of any malfunction. Log file review was requested, which revealed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller¿s backup battery ribbon cable was confirmed via analysis of the submitted photo. Visual inspection of the photo revealed a green fluid on the backup battery ribbon cable consistent with fluid ingress. The heartmate 3 system controller (serial number:(B)(6)) was not returned for analysis. Submitted log files did not capture any notable events and the pump functioned as intended throughout the captured data. Provided information stated that the controller was exchanged. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the system controller. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.